Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the surgeon inserted the implant, and after removing the inserter part, it turned out to be broken. The anchor remained together with a piece of metal that stayed in the bone and protruded from it. During the removal of this metal, the sutures tore, leaving a fabric anchor in the bone along with two metal prongs that could not be removed. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.